Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, a pacemaker implantation procedure was performed on a patient with complete atrioventricular block. The subject atrial lead was positioned on the right atrium and connected to a pacing system analyzer (psa). The atrial egm was flat on the psa and p-waves could not be not measured. Atrial pacing failure at a pacing amplitude of 10v was confirmed. Lead impedance was not measured. The position of the subject atrial lead was changed within the right auricle several times, however, p-waves were still unmeasurable. Measurement was again performed after changing alligator cables, however, the situation was not improved. The use of the subject atrial lead was discontinued and removed from the patient¿s body. A new atrial lead was opened and implanted in the atrium. P-waves were displayed on atrial egm, however, the values were not satisfactory. Measurements were performed in different positions several times in order to have better values. The new atrial lead was fixed at the position with a threshold of 2.8v, which was the lowest measured value.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2018, a pacemaker implantation procedure was performed on a patient with complete atrioventricular block. The subject atrial lead was positioned on the right atrium and connected to a pacing system analyzer (psa). The atrial egm was flat on the psa and p-waves could not be not measured. Atrial pacing failure at a pacing amplitude of 10v was confirmed. Lead impedance was not measured. The position of the subject atrial lead was changed within the right auricle several times, however, p-waves were still unmeasurable. Measurement was again performed after changing alligator cables, however, the situation was not improved. The use of the subject atrial lead was discontinued and removed from the patient¿s body. A new atrial lead was opened and implanted in the atrium. P-waves were displayed on atrial egm, however, the values were not satisfactory. Measurements were performed in different positions several times in order to have better values. The new atrial lead was fixed at the position with a threshold of 2.8v, which was the lowest measured value.